Event description:
Per the clinic, the patient developed measles-like skin lesions on (B)(6) 2026. The patient also experienced skin breakdown and infection at the incision site. Subsequently, the patient was treated with oral and topical antibiotics (specific date and duration not reported). The implanted device remains.